Manufacturer narrative:
H6:the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a surgical procedure, the cement mixture was of a low viscosity. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.